Event description:
Reportedly, the patient was admitted to an emergency service on (B)(6) 2021 with a slow ventricular tachycardia (slow vt). No therapy was programmed in the slow vt zone, and as a result, an external shock was delivered. The device was interrogated on (B)(6) 2021 and it was observed that two slow vt episodes were classified as svt/st (supraventricular tachycardia/sinus tachycardia). This behavior of the ICD could not be understood with the available egms recorded. The acceleration parameter was deactivated and the cut-off rate of the vt zone was lowered. Several atp therapies were also added.